Event description:
New information noted that the lead was repositioned. The patient's condition was fine post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained ventricular oversensing was observed via remote transmission. No patient symptoms were reported. Review of the electrocardiograms revealed far p-wave oversensing on the ventricular channel. X-ray revealed the right ventricular lead was dislodged. It was noted that the issue was resolved; it was not clear if the lead was repositioned or replaced.